Manufacturer narrative:
There was no death associated with the alleged treatment event. Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. Upon investigation the monitor was unable to power on. In addition, the sd card in the monitor was unable to communicate. Root cause investigation into the device malfunction is currently underway. A supplemental MDR will be sent upon completion of the service evaluation of the monitor. Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. In addition, the cables connecting ECG 'c' and ECG 'd' as well as the cable connecting the rear therapy electrode were pulled from the strain relief. The cause for the failure was isolated to a thermally damaged u727 component on the distribution node pca. Root cause fot the damaged u727 component is currently underway. A supplemental MDR will be sent upon completion of the service evaluation of the electrode belt. Device manufacture date: monitor (B)(4): (b)(64) 2012 - reuse. Electrode belt (B)(4): (B)(6) 2011 - reuse. As a result of the inability of the monitor to power on and the sd card to communicate, the downloaded flag data and ECG strips were unable to be recovered. Efforts to recover the downloaded flag data and ECG recordings are currently underway. As such, the exact rhythm at the time of the event cannot be confirmed. There is no indication to suggest the device malfunctions contributed to the patient's head laceration.

Event description:
A us distributor contacted zoll to report an injury and an alleged treatment event. The patient's physician reported that the patient tripped and fell around 4:00 pm on (B)(6) 2016 while wearing the lifevest and sustained a laceration on his head which bled heavily. The physician then treated the wound in the emergency room for five hours before returning the patient to his hospital room. In addition it was reported that when the patient was found, there was gel released from the lifevest. The patient reported that the fall was not related to the lifevest and that he did not think he lost consciousness. The patient was later found unconscious at approximately 1:30 am on (B)(6) 2016 in his hospital room. The hospital staff reported hearing a siren alarm and the patient was then transported to the intensive care unit (ICU) as he did not immediately regain consciousness. The patient's wife alleged that the patient was treated during the event and that he was sitting up in bed, screamed and fell forward out of the bed. The patient's wife also alleged that the device "doesn't work properly". The lifevest was then removed during monitoring in the ICU. The patient was subsequently given a new device and continued to wear the lifevest. Due to a device malfunction the downloaded flag data and ECG recordings were unable to be recovered.

Manufacturer narrative:
There was no death associated with the alleged treatment event. Device evaluation of monitor sn (B)(4) has been completed. Upon receipt at zoll the monitor was unable to power on. Our evaluation concluded there was a misdirected high voltage pulse which traveled through the electrode belt into the low voltage circuitry of the monitor which damaged multiple components on the monitor computer/analog board (r684, r689, d1992, j1002bb, r45, q701, q702, c772, r23, c656, and c610). Additionally, components u16, u17, u18, q12, and q16 were electrically damaged on the defibrillator board. The cause of the failure was a misdirected pulse. The root cause for the misdirected pulse was likely an electrical short in the electrode belt. Device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt at zoll the electrode belt was unable to communicate with a monitor. In addition, the cables connecting ECG c and ECG d as well as the cable connecting the rear therapy electrode were pulled from the strain relief resulting in an intermittent connection in the pulse wire. The cause for the inability to communicate was isolated to a thermally damaged u727 component on the distribution node pca. The root cause for the damaged component was the misdirected high voltage pulse which reached the low voltage circuitry in the electrode belt. The cause for the pulled cable sections may have been a result of the patient's fall or the reported resuscitation attempts by hospital staff. There is no indication to suggest the lifevest caused or contributed to the patient's head laceration. H.3. Device manufacture date: monitor sn (B)(4) : 04/13/2012 - reuse, electrode belt sn (B)(4): 11/24/2011 - reuse.

Event description:
A us distributor contacted zoll to report an injury and an alleged treatment event. The patient's physician reported that the patient tripped and fell in the hospital around 4:00 pm on (B)(6) 2016 while wearing the lifevest and sustained a laceration on his head which bled heavily. The physician then treated the wound in the emergency room for five hours before returning the patient to his hospital room. In addition it was reported that when the patient was found, there was gel released from the lifevest. The patient reported that the fall was not related to the lifevest and that he did not think he lost consciousness. A later review of the device downloaded flag file and associated automatically recorded ECG strips indicated that the patient received an appropriate treatment on (B)(6) 2016 at 3:45:15 pm. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the rhythm after the treatment was bradycardia at 25 beats per minute (bpm). The patient was later found unconscious at approximately 1:30 am on (B)(6) 2016 in his hospital room. The hospital staff reported hearing a siren alarm and finding the patient who did not immediately regain consciousness. The patient was then reanimated by hospital staff while still wearing the lifevest device. The lifevest was then removed during monitoring in the ICU. The patient's wife alleged that the patient was treated during the event and that he was sitting up in bed, screamed and fell forward out of the bed. The patient's wife also alleged that the device "doesn't work properly". The patient was subsequently given a new device and continued to wear the lifevest. A review of the downloaded flag data also indicated that the device detected a vf arrhythmia on (B)(6) 2016 at 1:39:04 am. A device malfunction occurred around 1:39:50 am which resulted in the loss of ECG recordings and flag data surrounding the event. As a result, zoll is unable to confirm the underlying patient's rhythm and if the alleged treatment did truly occur. The patient's equipment was replaced and the patient continued wearing the lifevest.